Event description:
Physician advanced neuro delivery catheter 070 over guidewire and inserted into sheath using introducer. The physician removed introducer from sheath, but did not peel away instead sliding it proximally to hub, leaving it there in hopes of reinforcing external portion of catheter. Physician advanced catheter over .035" glidewire and parked it proximal to petrous section of ica. Physician inserted microcatheter and proceeded coiling. When it was determined that coiling was complete, it was noticed that the neuron had backed down and kinked in the arch, approx 13 cm from the tip. The physician now noticed a second kink 20 cm distal to the luer on the connector. The guide was removed and the procedure was finished.

Manufacturer narrative:
Technical eval: two kinks are noticeable. The proximal kink is 35 cm from the distal end of the strain relief. The distal kink is 15 cm from the distal tip. The proximal kink can be attributed to the use of the peel away sheath during the procedure. The sheath would create an artificial kink point on the proximal shaft. The distal kink occurred in the arch region during the procedure. The DHR of this mfg lot has been reviewed. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on august 28, 2009. (B)(4). A review of the device history record (DHR) was completed on part #16260-03/a (lot# l13817). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot# l13817) indicated that 100% inspection of the devices resulted in (B)(4) visual rejects. The lot was associated with (B)(4) for damaged tip during packaging, 100% inspection was performed and no damaged tip was found on this lot, the ncr resulted in CAPA (B)(4) to evaluate the current practices of packaging the 070 neuron devices. In addition, all destructive testing was completed per required process monitoring requirements and results met spec for the tensile strength. Three lots of coils pn 1605 (l13761, l13762, l13760) are used to manufacture lot# l13817, the coils are 100% inspected for visual and dimensional measurements. The DHR review of the coils shows no anomalies with the mfg process. All parts that failed visual inspection or dimensional inspection have been rejected, segregated and all assembly parts released met specs. The parts released in this lot met process requirement.